Manufacturer narrative:
Qn#(B)(4). Root cause information added to section h.11. Device evaluation: the reported issue of discoloration was confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Visual inspection conducted on the returned samples and showed that all sample are affected with discoloration and decontamination. The device history record was reviewed and no findings that could have contributed to the reported failure was identified. Based on the investigation of the returned complaint device, the root cause of this reported issue has been determined to be manufacturing related. Further investigation has been initiated under the teleflex quality system to address this issue.

Event description:
It was reported that:"cmt turing black after little use." Associated complaints: 8040412-2025-00151, 8040412-2025-00159, 8040412-2025-00150, 8040412-2025-00163, 8040412-2025-00162 and 804041 2-2025-00160.

Manufacturer narrative:
Qn#(B)(4). The reported issue of discoloration was confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Visual inspection conducted on the returned samples and showed that all sample are affected with discoloration and decontamination. The device history record was reviewed and no findings that could have contributed to the reported failure was identified. Further investigation has been initiated under the teleflex quality system to address this issue.

Event description:
It was reported that:"cmt turing black after little use."associated complaints: (B)(4).

Event description:
It was reported that:"cmt turing black after little use." Associated complaints: 8040412-2025-00151, 8040412-2025-00159, 8040412-2025-00150, 8040412-2025-00163, 8040412-2025-00162 and 804041 2-2025-00160.

Manufacturer narrative:
:(B)(4).